Event description:
Customer reported over-infusion of ciprofloxacin. Rate was to be 100ml/hr for a 200ml bag. The whole bag infused in 20 minutes. Set up as a primary infusion. Pt did have burning at the IV site. The IV was discontinued, IV catheter removed and a cold compresses was applied. The pt did not experience any adverse sequela. Although requested, no additional info was available.

Manufacturer narrative:
(B)(4): the device was received. Investigation is not complete. A follow up report will be submitted with any relevant info.